Event description:
Revision surgery; the pt was experiencing acute hip pain; x-ray showed acetabular liner failure.

Manufacturer narrative:
On (B)(6) 2012 an agent reported that a revision surgery occurred after a patient was experiencing acute hip pain. The x-ray showed an acetabular liner failure. The original surgery was performed on or about (B)(6), 2007 which means the components had been in-vivo approximately five years at the time of revision. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was being analyzed by the hospital. (B)(4). A review of the product complaint report history shows there have been seven prior complaints against the ceramic liner: two due to fracture, one involved the liner chipping during the original surgery, two due to pain, and two due to infection. This is the first complaint for this lot number. The root cause for the revision surgery is fracture of the ceramic liner approximately five years post-op. Because no components were returned to djo surgical, a definitive root cause cannot be determined. Factors that can contribute to a ceramic liner fracture include: trauma, edge loading, excessive physical activity, and insufficient joint tension leading to increased impact loading. There was no evidence reviewed that suggested a design or manufacturing problem contributed to the failure.